Event description:
The clinic reported that a laser vision correction patient presented with corneal ectasia and decreased in best corrected visual acuity (bcva) in right eye approximately 4 years after treatment (treatment date (B)(6) 2009). Patient mentioned that the decreased in distance vision has been for approximately 3 months. Pre op bcva both eyes 20/25. Post op bcva right eye 20/100. Post op bcva left eye 20/20.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.